Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: e1 (event site telephone, event site address). Due to character limitation in block e1: event site address: (B)(6).

Manufacturer narrative:
Due to character limit in e1 event site address (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the transray plus 40cc intra-aortic balloon had an automatic filling error occurred while using the cardiosave, and a replacement device from another device was used, but the automatic filling error occurred again. Even when a different iab catheter was replaced, the automatic filling error occurred again. There are no effects on the patient.

Event description:
It was reported that the transray plus 40cc intra-aortic balloon had an automatic filling error occurred while using the cardiosave, and a replacement device from another device was used, but the automatic filling error occurred again. Even when a different iab catheter was replaced, the automatic filling error occurred again. There are no effects on the patient. There is a possibility that the catheter that was initially replaced has ruptured.

Manufacturer narrative:
Updated fields - b4, d9 device available for evaluation and date return to manufacture , g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: b5, d4 UDI number, expiry date. The iab was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. The extender tubing was also returned. The inner lumen found occluded with dried blood. The occlusion was able to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, and extender tubing was performed and a leak was observed at the iab tip. The root cause of the reported failure "iab-alarm, autofill failure & leak, blood in tubing (balloon rupture)" was found at the tip of the iab. The leak is unlikely to have occurred within the manufacturing facility. The DHR was reviewed and the iab was deemed acceptable prior to leaving the manufacturing facility. Each iab is tested multiple times to check for leaks, visual/dimensional specs. Furthermore, the manufacturing process was reviewed, and no issues were identified. The root cause of the tip leak cannot be determined, as it occurred after shipment of the device and was out of getinge's control.